Event description:
It was reported that while using the bd preset¿ eclipse¿ that there was a gray-black foreign matter in the blood gas needle syringe. One syringe affected. No patient impact or injury reported.

Manufacturer narrative:
E1: initial reporter facility name:: (B)(6) hospital. H.6 investigation summary material #: (B)(4) lot/batch #: 3117747 bd received 1 sample and 2 photos for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.